Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Customer¿s blood glucose level ranged from 100-124 mg/dl. In addition, it was reported that the pump shutdown unexpectedly. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.